Event description:
It was reported when an asymptomatic patient presented in operating room for eri device change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.